Event description:
Customer using softclix device kit. Customer states softclix device will not retract. Customer states the lancet hangs out of end and is seen. Location of use not provided. No accidental needle stick reported. No medical treatment sought. Customer does not allege that the softclix caused/contributed to an illness or injury. A request was made for return of the suspect product and a replacement was sent. Softclix device kit: softclix cat#957, prod#11623656001, lot#win159.

Manufacturer narrative:
The suspect product is the softclix lancet device.